Event description:
The customer reported that the foot switch stayed active after it was released. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the foot switch. The system was tested and found to be working as intended and put back in service.